Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with nichol¿s, sacrol ligament suspension, posterior repair, colporrhaphy, and right salpingo-oophorectomy due to symptomatic rectocele, and cystic mass right ovary. Following insertion, the patient experienced pain, erosion, infection, bowel problems, bleeding and dyspareunia. It was reported that the patient underwent mesh revision/excision of posterior mesh on (B)(6) 2008 due to mesh erosion and rectovaginal fistula. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat rectocele on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced increase urinary urgency and hematuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced increase urinary urgency and hematuria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal odor, vaginal spotting/pink discharge, discomfort, mild irritation, itching, pelvic pressure, and bladder spasms .

Event description:
It was reported that following insertion the patient experienced vaginal odor, vaginal spotting/pink discharge, discomfort, mild irritation, itching, pelvic pressure, and bladder spasms .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.